Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device became not to be activated suddenly in about 50 minutes. The device was reset, but error 5 was displayed. Although, the handpiece was replaced with a new one, the device was not activated. When another device was set in the replaced handpiece, although once an error occurred, the second system check was completed without problem. The second device was used to complete the case. There were no adverse consequences for the patient.